Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
External battery issue. The device was in clinical use at the time the issue was discovered. No patient harm was reported.